Event description:
It was reported that the pta balloon ruptured during use in a dialysis fistula and then the catheter was difficult to retract through the introducer sheath. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The investigation is inconclusive, as the sample was not returned. It is possible that the rupture contributed to the retraction issues; however, the definitive root cause could not be determined. It is unk if pt and/or procedure issues contributed to the reported event.